Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting noise on the rv pace/sense and shock channels. The noise was oversensed and led to pacing inhibition for approximately 2 seconds for this pacemaker dependent patient. All lead diagnostics were normal. The noise was able to be recreated with isometrics. Defibrillation threshold testing (dft) planned to be performed to measure the amplitude of the ventricular fibrillation waves versus the noise, to see if sensitivity programming could resolve the issue. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated. Approximately seven months later we received additional information that the patient was brought into the clinic and noise was able to be recreated on the shock channel. Dft testing was performed and the patient was successfully converted at 14 joules (j). The shock impedance was 49 ohms. Testing was at 1.5 mv and there was no drop out and the fib waves measured 6 mv. There were no plans for additional intervention. No additional information is available at this time. If additional information becomes available the event will be updated.